Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2014-05663. The pt has two leads form the same lot. It was reported the pt's ipg shuts off on its own. Stimulation si able to be restored via the programmer. An impedance check was performed and low impedance was found on all contacts. As a result, surgical intervention related to the ipg will be undertaken on a later date.